Event description:
It was reported, the patient had pain that started in the last year. The patient went in for new pump replacement due to normal battery depletion. The patient experienced a change in therapy effect following the replacement. The patient woke up in intensive care four days later and their ¿gut¿ was hurting. The patient was hospitalized for four days. The patient experienced pain underneath the pump that started shortly after the new pump and catheter were started. It was ¿put against the rib and gets caught up in the rib¿. The patient had constant pain that lasts all the time. The pump was in a ¿bag¿ (pouch) and the ¿bag is rubbing on the inside¿. The patient told the physician he was hurting underneath. The physician stated, it was probably scar tissue. The patient had been ¿alright¿ except for the pain. The patient was losing a lot of weight. The pump was sticking out. A computed tomography (CT) scan was planned. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report. (Please refer to manufacturer report # 3007566237-2014-00838 for event with pump replacement).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 85 90-1, serial# (B)(4); product type accessory. (B)(4).